Event description:
It was reported the device had issues with the circuit board. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device received h-31b air detector loose screw inside the enclosure and damaged mount block assembly.. The customer stated problem was duplicated. Replace faulty membrane switch . Replace pcb and thermistor as a preventative action. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.